Event description:
It was reported port tubing broken just after clave with normal patient movement. Necessitated re-access.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20ga x 0.75" powerloc max saefty infusion set. The returned product sample was evaluated and the following observations were made: the fracture surfaces of the damage contained striation-like patterns, tear patterns and buckling which were indicative of flexural fatigue based material failure. While repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported port tubing broken just after clave with normal patient movement. Necessitated re-access.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfpf080 showed no other similar product complaint(s) from this lot number.